Event description:
As reported: vat nurse putting in a PICC line. Met resistance when attempting to feed wire down needle. Removed needle and wire. Opened teleflex wire. Got access again. Same thing occurred and tried to remove needle and wire. Needle came out, but wire got stuck and part broke off in patient. Patient is reported as ok. X-ray confirmed 7mm left in patient tissue (not vessel). Doctors decided to leave it retained in patient. They were then able to get midline in the other arm. They did not save the product for return. Additional information on 14jul2022: gw resistance experienced as rn was advancing the guidewire. Rn then attempted to remove the guidewire and needle together but the guidewire stuck. Rn slightly twisted the guidewire and removed the guidewire and needle but was only able to remove the needle. Rn reported she felt the guidewire spliced at the tip. Tip of guidewire is still in the soft tissue of the patient's left arm. Ir was consulted and recommended to not remove the tip as it may do more harm to the patient. A midline was then placed on the patient's right arm without any issues.

Manufacturer narrative:
An investigation has been opened and a follow-up report will be submitted after investigation.

Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. The top-level assembly traveler was reviewed. There are no dda's, nce's or any other nonconformances related to this lot therefore supporting the device met material, assembly, and performance specifications. Case details were reviewed. A patient underwent a PICC midline procedure. Midline was performed under guided ultrasound. Resistance was met when the wire was fed down the needle. The needle and wire were removed. Teleflex guidewire was opened and used. Same issue of resistance was noted. Needle came out however the wire got stuck. Part of the wire broke off in the patient. X-ray confirmed 7mm of wire left in patient tissue. It is unknown if any other shaft damages were present on the shaft of the wire. Per IFU states the following warning and precaution: never advance or withdraw the guidewire against resistance until the cause of the resistance is determined by fluoroscopy. Excessive force against resistance may result in damage to the guidewire and catheter or vessel perforation. Additional information was requested from the account. A response was received. The patients access site was left arm basilic vein. Resistance was experienced by the nurse when advancing the guidewire. The guidewire was stuck when attempted to remove the wire and needle together. The nurse slightly twisted the guidewire and removed together with the needle and felt the guidewire spliced at the tip. No images or videos of the issue was shared. Vessel factors are unknown. It is likely due to the interaction between the needle and the guidewire could have caused the resistance. Further manipulation of the wire i.e. Withdrawal of the wire against the needle could have caused the tip to separate. Tip of the guidewire is in the soft tissue of the patient and not within the vessel itself. The tip was left in place. No further procedure performed to remove it. A midline was placed in the patient's right arm without any issues. A manufacturing record review was completed and no related nonconformances were found. Based on the information, the most likely root cause of the issue is operational context and/or unintended use error.